Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. Infections are often caused by a multitude of factors such as comorbidity of the patient, the trauma, the surgical intervention and the aftercare. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported that the patient presented during a follow up visit with infection. Aspiration cultures were positive for infection and implant removal with wash out performed. Antibiotic cement spacer was placed and patient was placed on antibiotic course. Revision is planned for sometime in (B)(6) 2023.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Device was discarded.

Event description:
It was reported that the patient presented during a follow up visit with infection. Aspiration cultures were positive for infection and implant removal with wash out performed. Antibiotic cement spacer was placed and patient was placed on antibiotic course. Revision is planned for sometime in (B)(6) 2023.